Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator temperature was out of range. A field service engineer (fse) found no problems upon arrival, as the issue had already been resolved, learned from the pharmacy technician that a generator test likely caused a temporary power outage since the refrigerator was not on red power, and confirmed that when power was restored, everything had been normalized. The fse confirmed that everything tested good in hardware test application and/or application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the temperature was out of range and displayed a high reading. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.